Event description:
It was reported that during a laparoscopic lung biopsy/wedge resection procedure, the device was difficult to close and open. The procedure was converted to open due to excessive bleeding on the staple line. It is not known how much blood was lost, but a transfusion was not needed. Some of the staples were not formed properly in one area. The staple was complete but it was a dehiscent in the middle section. There was difficulty closing and firing both of the devices. One was difficult to open. The procedure was completed using a different device. The patient is ok and full recovered.

Manufacturer narrative:
Information anticipated, but unavailable at this time.